Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted on top half of the lead. Database analysis was taken and revealed contacts #1-#3, #9-12, #17-#20, and #25-#27 had high impedances. The patient underwent a revision procedure wherein the ipg and lead were replaced. The physician suspected device malfunction even though the ipg database checked out fine. The patient was doing well postoperatively.